Event description:
Customer reported that a female pt experienced 1 cm x 2-3 cm skin loss, mid incision on both sides, upon removal of the drape following an unicompartmental knee arthroplasty procedure. Reportedly treated with sure+ close, a tissue adhesive. Pt is healing fine.

Manufacturer narrative:
Two lot numbers were provided: 2015-04 al and 2015-04 an. Not sure which one was used for this pt. The initial reporter was (B)(6) (distributor) who reported the incident and requested follow-up with facility. The first contact with facility was (B)(4) and details of the incident was provided by (B)(6) who is a pa. Batch records were reviewed for both lots and no deviations were noted. Retains of the two lots were tested for adhesion to steel and met specifications. Labeling of the product does state the following: "skin of elderly pts is typically fragile and thus requires even greater care when applying and removing adhesive products such as drapes." The end of report.